Event description:
When putting my contacts in, I felt debris in my eye so I took the contact out and grabbed what I thought was "contact solution" from my daughter's room. I cleaned my contact with alcon clear care disinfectant solution. Immediately I experienced excruciating pain and fell to the floor. I struggled to pry my eye open and get the contact out. I began flushing my eye out with water. The pain has been unbelievable and it was difficult to make it through the day of teaching. I consulted a physician and it seems that my eye/cornea has been burned chemically. I am just outraged that this product that can cause injury to the eye, is permitted to be sold in packaging so similar to a product that has intended to go directly in the eye. FDA safety report ID# (B)(4).